Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for inappropriate shocks. A chest x-ray confirmed a dislodgement of the atrial lead which fell into the right ventricle. The atrial lead was explanted and replaced and the patient is stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.